Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 474 mg/dl at the time of the incident. The customer's blood glucose was 86 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin fluid and went down to 254 mg/dl. The customer stated that they treated her high blood glucose with the manual injections. The time of the hospitalization was 6:30pm and the date of the hospitalization was (B)(6) 2015. Troubleshooting did not found any issue with the insulin pump. The insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.